Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert and the battery was depleting quickly. During troubleshooting with tandem technical support, the customer was unable to successfully charge the pump. A replacement pump was sent to the customer to resolve the issue. Customer¿s blood glucose value was 254 mg/dl. The customer will use multiple daily injections for insulin delivery.